Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited possible electromagnetic interference on episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 1888tc st jude lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.